Event description:
It was reported by the sales rep that the the balloon on the endoclamp aortic catheter would not inflate at prep and experienced difficulty in deflating sufficinetly to fit through the introducer. No patient contact was made. No prolonged or time was stated.

Manufacturer narrative:
Evaluation: the endoclamp aortic device was returned. Some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found. The balloon was inflated with 35 cc of water, the balloon inflated properly and was able to maintain inflation for over two hours with no defects observed. The balloon was able to deflate. The eccentricity of the balloon was found to be acceptable. Visual inspection was performed with an unaided eye. Balloon inflated using 35 cc syringe. A device history review was performed and no related nonconformities were observed during the manufacture of this lot. Instructions for use were reviewed and found appropriate. It is not known what caused the inability of the balloon to deflate sufficiently to pass through the introducer. During returned product evaluation, the balloon deflated as expected. But since the arterial cannula used with the device was not returned it could not be verified if the balloon would pass through the cannula after deflation. The root cause of what caused the balloon not to deflate sufficiently to pass through the introducer could not be determined. The endoclamp aortic device manufacturing processes and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the ec1001 devices are acceptable. The information gathered in this customer experience report will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Decvice evaluation anticipated upon return of the device from the customer.